Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Pump was received with a missing reservoir tube o-ring, a missing retainer, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the battery tube assembly, pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Pump error 38 alarm was recorded and found in the formatted history file on: (B)(6)2022 21:26:30.000, (B)(6)2022 21:28:21.000,(B)(6)2022 21:28:51.000 (B)(6)2022 21:29:15.000, (B)(6)2022 21:29:42.000, (B)(6)2022 21:30:10.000 (B)(6)2022 21:30:52.000, (B)(6)2022 21:31:25.000, (B)(6)2022 21:33:54.000 (B)(6)2022 21:35:54.000, (B)(6)2022 21:38:20.000, (B)(6)2022 21:38:42.000 (B)(6)2022 21:40:40.000, (B)(6)2022 21:44:05.000, (B)(6)2022 21:44:39.000 and (B)(6)2022 21:45:06.000. Pump error 38 alarm due to corroded motor home switch. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label missing and a end cap address label missing. Cosmetic damage was confirmed at the pump case. A missing reservoir tube o-ring and a missing retainer were confirmed. Pump error 38 alarm was confirmed. Pump error 38 alarm due to corroded motor home switch. During visual inspection, corrosion was also found on the battery tube assembly, pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.